Event description:
It was reported by the customer, the ultrasonic gastrovideoscope failed the microbiological test three (3) times. On (B)(6), 2021, the air/water channel tested positive for over three hundred (300) colony forming units (cfus) of micrococcus species. On (B)(6), 2021, the distal end tested positive for viridans group streptococci (vgs) and the air/water channel tested positive for over three hundred (300) colony forming units (cfus) of bacillus species. On (B)(6), 2021, the air/water and suction channels tested positive for approximately one hundred (100) colony forming units (cfus) of corynebacterium species. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. The instrument channel tested positive for the growth of fourteen (14) colonies of mesophilic aerobic microorganisms. The results are evaluated in accordance with the joint recommendation of the krinko and the bfarm 'requirements for hygiene in the reprocessing of medical devices' (bundesgesundheitsbl 2012 - 55:). An olympus cleaning, disinfection, and sterilization checklist was completed. No cleaning agents were used for pre-cleaning. Mediclean forte was used for manual cleaning. All areas of the scope had been brushed with keysurgical manual cleaning brushes. No manual disinfection was performed. The automatic endoscope reprocessor (aer) used was steelco ew2. The detergent used was mediclean forte. The disinfectant used was septo gda. The device was not sterilized. The customer stored the device. Maintenance / repair of the device had performed. The subject device referenced in this report was not returned for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was evaluated where no technical defects were found that would indicate a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, and after olympus conducted reprocessing by following the instruction manual, sampling was conducted from all channels. The culture test of the sample within specification, therefore it is likely the device was not reprocessed correctly. This information is addressed in the instructions for use (IFU): "chapter 4 operation" describes how to use this product, "chapter 7 cleaning, disinfection, and sterilization procedures" describes the reprocessing method of the relevant part, and "chapter 9 storage and disposal" describes the storage method. " olympus will continue to monitor the field performance of this device.